Event description:
Infant being treated for (B)(6) with the olympic cool-cap system. Approx 14.5 hours into treatment, a burning smell was noted. The infant was moved to a different isolette because the smell was thought to have been coming from the isolette. Approx 9.5 hours later a strong burning smell was noted. A short while later three popping sound were heard and the device shut down. The infant was transported to another facility to complete the treatment.

Manufacturer narrative:
The cause of the device malfunction was a failed power supply. Four components within the power supply failed (a 4-pin connector, a power transistor, a resistor and diode). The power supply was purchased from (B)(4). This power supply issue is being investigated under (B)(4) that was opened by (B)(6) in (B)(6) 2010. The customer's device is being repaired and the failed power supply is being replaced with one that was purchased from (B)(6). This alternate power supply was approved by the FDA for use with the cool-cap device on (B)(6) 2010 under PMA supplement (B)(4).